Event description:
It was reported an asymptomatic patient presented to the clinic for follow up with a device that was post-paced t-wave oversensing. The oversensing was noted on a stored egm. Programming changes were recommended.